Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the dislodged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level (bg) rose over 250 mg/dl while wearing the pod between 1 and 4 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. As treatment, a new pod was placed.